Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, a bend was identified 2 cm and 8 cm from the distal tip; which is distal to the transition point. The handle and steering knob appeared to be intact. The device was evaluated for deflection. The device formed a curve that was not consistent with the curve template. The device did not meet the planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the catheter was bent. There was no patient injury or medical intervention and extended procedure time reported was less than 30 minutes. These are commonly used devices that are readily available.